Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post a dialysis catheter placement, the catheter allegedly appears soft, collapsed and deflated transparent section at the venous end of the catheter. It was further reported that there is insufficient flow during dialysis. The catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 01/07/2025. The correct g3 date is 01/08/2025. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one video was provided for review. The video shows a clinician withdrawing blood from the venous lumen in an implanted catheter. The lumen is noted to be flattened near the clamping area and the blood flow is noted to be poor. Therefore, the investigation is confirmed for the reported catheter deformed, collapsed, restricted flow and identified suction problem. However, the investigation is inconclusive for the reported catheter too soft issue as as no objective evidence was obtained from the provided video. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month post a dialysis catheter placement, the catheter allegedly appears soft, collapsed and deflated transparent section at the venous end of the catheter. It was further reported that there is insufficient flow during dialysis. Additionally, the catheter was deformed. The procedure was completed using another device. There was no reported patient injury.